Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl via an implantable pump. The indication use was for spinal pain. The patient representative reported that the patient has been in the hospital for the past three days due to issues with the pump. The patient was unconscious when they came into the hospital, gradually regaining consciousness "less than half capacity" and can hardly speak. The patient representative stated that they have been trying to get the pump turned off, but the managing physician was not on staff at the hospital. It was mentioned that the patient "had an episodeabout a year ago" and they had to reduce the dose. The patient representative confirmed that they have had this happen "several times" in the lifetime of this pump where the patient will suddenly be overdosed, and they had to turn the pump off. The patient representative stated the first time was "immediately" after the pump was implanted in (B)(6) 2021 and again "about a year ago." This time the patient was not able to walk and was "immobile" and no one was available, so they called the paramedics. The patient representative also mentioned that they are an interventiona l cardiologist. An agent sent a message to local representatives to follow up with the patient representative. 2024-01-02 rtg0528238 (hcp) additional information was received from a healthcare provider (hcp) stating that patient was in the hospital and unconscious from getting too much fentanyl. The technical services (tss) confirmed that the patient had a recent dosage increased and no audible alarms were heard but the hcp wanted to rule out any malfunction. Tss transferred to nas.